Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, radiographs revealed osteolysis behind the cupband in the proximal femur. A revision procedure was performed on (B)(6) 2012 and all components were removed and replaced due to suspected infection; however, infection was not confirmed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Evaluation of the returned cup component found evidence of bony attachment, which suggests that there was fixation of the cup. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00430 / 00431).